Event description:
During procedure, the orbit galaxy 10x30 coil (B)(4) prematurely and spontaneously detached from delivery system. This was an unintended deployment. Coil was unable to be retrieved with snare, and was left dangling from basilar aneurysm down basilar artery into left vertebral artery. Stent was deployed to "tack down" proximal end of coil. The coil was # 30 of 30 coils being inserted into aneurysm. The coil was inserted, not detached, withdrawn into sl-10 microcatheter, reinserted, and was being withdrawn for a 2nd time when the coil spontaneously detached from the delivery system. No friction was noted, observed, or remarked on at the time of insertion, and the microcatheter was not repositioned while the coil was deployed. Additionally, the coil did not appear to be tangled with previously placed coils or stent. After detachment, coil did protrude out of aneurysm at basilar apex, down basilar artery, and into the left vertebral artery. Several unsuccessful attempts were made to snare and/or retrieve coil. Finally, a 4.5 x 28 enterprise was placed in left vertebral artery to tack-down remnant coil.

Manufacturer narrative:
During procedure, the orbit galaxy 10x30 coil (640cr1030/13500411) prematurely and spontaneously detached from delivery system. This was an unintended deployment. Coil was unable to be retrieved with snare, and was left dangling from basilar aneurysm down the basilar artery into left vertebral artery. A stent was deployed to "tack down" the proximal end of the coil. The coil was being used in treatment of a ruptured 25mm basilar apex aneurysm with placement of a 4.5 x 28 enterprise at the beginning of procedure. The coil was #30 of 30 coils being inserted into aneurysm. The coil was inserted, not detached, withdrawn into sl-10 microcatheter, reinserted, and was being withdrawn for a 2nd time when the coil spontaneously detached from the delivery system. No friction was noted, observed, or remarked on at the time of insertion, and the microcatheter was not repositioned while the coil was deployed. Additionally, the coil did not appear to be tangled with previously placed coils or stent. After detachment, coil protruded out of aneurysm at basilar apex, down the basilar artery, and into the left vertebral artery. Several unsuccessful attempts were made to retrieve the coil with a snare. Finally, a 4.5 x 28 enterprise was placed in left vertebral artery to tack-down remnant coil. The final outcome was completion of coiling with a single coil extending into left vertebral artery. The patient was already being placed on anti-platelet medication, and as of yet, there is no clinical effect to the patient due to this event. A non-sterile orbit galaxy tight distal loop complex frame coil 10 x 30 was received with a non-cordis/codman sl-10 microcatheter; they were coiled inside of a plastic bag. The sl-10 microcatheter was inspected and dents were noted on it as well as some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The orbit galaxy was inspected: the hypotube was found with some waves along it. The introducer was received partially zipped without damage. The support coil and gripper were found outside of the introducer while the embolic coil was not received for evaluation, the support coil was found without damage while the gripper presented a wave condition in middle of it. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole. The gripper presented a wave condition in middle of it. The impression of the headpiece in the gripper is seen indicating a tight fit. With functional testing of a lab sample coil system with the returned microcatheter, additional force was required through the minor kink at 23 cm proximal to the distal end of the microcatheter; however, there was no coil detachment with advancement or retraction of the coil through the microcatheter. It cannot be determined if the kinks were the result of packaging/transportation after the event occurred or whether it occurred during procedural use. It is possible that the location of the distal kink may correlate with the distance from the basilar tip to the turn at the vertebral bifurcation and may have occurred procedurally with the delivery of 30 coils. The cross-sections of the non-cordis/codman sl-10 microcatheter were inspected under microscope: the cross-section performed on the distal section shows no ptfe delamination, but the inner diameter of the microcatheter appears reduced at the area of the dent found in this section. The cross-section performed on the proximal section shows no ptfe delamination or obstruction of the inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally, inspections are in place to prevent the devices with the damages observed on the returned device from leaving the facility. The cause of the reported premature detachment resulting coil protrusion and damages found on the device could not be conclusively determined. Via the quality system, additional investigation into possible root cause/effect related to this issue has been initiated and is in progress.

Manufacturer narrative:
Final outcome was completion of coiling with single coil extending into left vertebral artery. Patient was already being placed on anti-platelet medication, and as of right now, there is no clinical effect to the patient due to this event. The coil was being used in treatment of ruptured 25mm basilar apex aneurysm, and a 4.5 x 28 enterprise was placed at beginning of procedure. Concomitant medical products: sl 10 microcatheter, enterprise stent, and snare device. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.